Event description:
It was reported that at a device changeout procedure, high out-of-range shock impedance measurement greater than 200 ohms were observed on this right ventricular (rv) defibrillation lead for every shock vector using the right atrial (ra) coil. However, shock impedance measurement of 70 ohms was obtained from rv to can and was programmed to that vector for now. The device changeout procedure was completed successfully and the patient was discharged. The field representative planned to check in with the patient again at the upcoming post-operative device check. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.